Event description:
The device fell off of the user's arm (a child) while he was sleeping. His blood glucose rose to 367mg/dl and he was hospitalized for two days. No additional information was provided relating to the event, the device or the child's blood glucose history. The product will not be returned for investigation.

Manufacturer narrative:
Because the product will not be returned for evaluation, we are unable to determine if a malfunction occurred that would have caused or contributed to the patient's high blood glucose levels. Reportedly, the "pod had fallen off the child's arm while he was sleeping" which indicates that this may be an adhesive issue. The omnipod's website contains and informative guide that solely discusses ways to prevent adhesive issues depending on skin type/problem. It recommends various products to prepare the skin, help the pod stick, protect the skin, hold the pod in place and remove the pod. "The omnipod's adhesive keeps it securely in place for up to 3 days." The lot qualifications were reviewed and met all acceptance criteria.